Event description:
The customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, which resolved the error, and the customer was able to successfully start a new sensor session afterward.